Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced "alerts disappeared from the alert settings menu". No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
Data was received but does not reflect full investigation window. Confirmation of the allegation and a root cause could not be determined.